Event description:
Device is reading lower than the lab result. A blood glucose test was performed on a pt the device result was 45mg/dl and the lab result was 235mg/dl. No treatment was given. Controls were in range. A request was made for the return of the suspect device and replacement product was sent.